Event description:
It was reported that the balloon ruptured during use after cardiopulmonary bypass was initiated. The md was suturing the mitral valve with a needle around the time the balloon burst but was not sure if the needle caused the rupture. The device was taken out and not replaced; they did cold fibrillation for the rest of the case. There were no patient injuries. Device was not retained by the hospital, it was discarded.

Manufacturer narrative:
Device discarded by the hospital and a root cause could not be determined for this device.

Manufacturer narrative:
The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.